Manufacturer narrative:
On (B)(6) 2011, (B)(6) stated that the tip cover accessories returned to isi were not used during the event reported on medwatch uf / importer report (B)(4). The site has decided to retain the tip cover accessory involved in this (B)(6) 2010 event. Due to this additional information, please disregard the failure analysis information as reported on isi MFR report 2955842-2010-00563. The tip cover accessory will not be returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. The tip cover accessories returned by (B)(6) hospital will be reported via medwatch MFR reports: 2955842-2010-00561, 2955842-2010-00562

Event description:
On (B)(6) 2010, medwatch (B)(6) was received: the bovie cautery unit cover had a defect in it. When the cautery was activated it arced through the defect causing a laceration of the patient's iliac vein. The vein was repaired. The cover device was inspected prior to use and no tears or punctures were noted, however, two additional events that did not result in patient harm occurred the day before this event with the same device. One looked like a small tear or puncture, and the other looked like a small slit in the material. The packaging was not retained, however, the lot from the storage area for the same product was c10222. Medwatch MFR reports 2955842-2010-00561 and 2955842-2010-00562 were also sent to the FDA regarding these events.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, the tip cover was found to have a mechanical tear and various holes burned through the silicon. Two of the holes are adjacent to each other and the third hole is approximately 90 degrees away. The silicon exhibits localized melting around the holes, indicative of arcing. The hole sizes range from .010 inches to .030 inches with varying shapes (round and oblong), and are located .225 inches to .470 inches above the silicon to sleeve interface. The tip cover also has a mechanical tear adjacent to the edge of one of the holes. On (B)(6) 2010, (B)(6), stated that the patient was recovering well.